Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they changed the infusion set and was getting a no deliver during the fill tubing process. The customer's blood glucose level during the incident was unknown. Troubleshooting was performed. The customer was advised to manually push plunger very slowly, and verify if insulin had exit the tubing. The customer reported that the insulin did not exit. They assembled a new infusion set with the current reservoir and pushed the plunger again, but the insulin did not exit. They were advised to try a new reservoir with the current set. They were advised to rewind the insulin pump, place a reservoir in, and run a manual prime to at least 5.0 units. The customer stated that the insulin pump alarmed a no delivery with the manual prime. They were advised that changing the reservoir resolved the issue. The product will be returned for analysis.